Event description:
Pt was implanted with plate and screw construct on (B)(6) 2012. The plate broke postoperatively and pt was returned to the operating room on (B)(6) 2012 for removal of hardware. A non-union was noted. Surgeon removed all hardware and pt was revised to a total hip arthroplasty.

Manufacturer narrative:
Device was not received. The manufacturing records were reviewed and no complaint related issues were found.